Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary pkk102175r: analysis found that electrocardiogram connector was loose. The stylus was missing and the keyboard hinges were broken. Analysis confirmed that the fan was making noise. Disclaimer: submission of information by medtronic under the medical device reporting regulation does not constitute an admission that the device (s) has malfunctioned or that there is any causal connection between the performance of the device and any injury that may have occurred.

Event description:
The programmer was returned for a repair of a noisy fan. It was analyzed and tested out of specification and is now reportable. There was no patient involvement.